Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 5/12/2017 with the following results. The loss of prime complaint was not duplicated. Multiple loss of prime warnings observed in the b/box associated with a cartridge change, occlusion alarm or a non-primed pump. Rewind, load cartridge and prime steps performed successfully with no alarms. Force calibration passed. Pump exercised for 24 hours with no prime issues occurring. Unrelated to the complaint, the battery compartment is cracked from case seal traveling to grip pad and the battery cap coin slot is damaged- cap is difficult to remove.